Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding pump. The client reports that the pump stopped even though it was properly plugged in, it showed a black screen. The distribution mechanism was interrupted. The same event occurred the night before with no consequence because it was quickly noticed. The power shutdown, the pt (female) was found in hypoglycemia. The customer reports the removal of the channel pump and treatment of the hypoglycemia was conducted. The enteral feeding was resumed with another pump. The hypoglycemia was treated by stopping the insulin ivse, and injecting 2 bulbs of g30% (glucose solution preventing hypoglycemia). The pt is diabetic. The pump did not display any feed errors, it stopped and the screen was empty. The liquid enteral feeding (sondalis) was being used with the pump. The change of the tubing is done 1 time per day at 4pm. The purge of the tubing is done manually and then it is only the enteral nutrition bottles that are changed. The tube remains in place for 24 hours.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.